Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen has become unresponsive. Reportedly, the touchscreen does not respond when the button "1" is pressed. Customer's blood glucose level was not impacted. Customer confirmed that they have a back up pump for continued insulin therapy.